Event description:
Incision made, a few minutes later all of anesthesia's ge monitoring screens failed to a black screen until approximately 15 minutes. Follow up reveals:charge nurse, cardiac charge nurse, blood gas department and clinical engineering spent 15 minutes in 'trouble-shooting' but found nothing. Unsure why screens 'rebooted up' and all monitoring screens reappeared.